Event description:
The customer reported a contained leak of cleaner of approximately five (5) ml into the tray under the rinse block of the coulter lh 780 hematology analyzer. While troubleshooting with beckman coulter customer technical service (cts), via telephone, the customer reported being able to run controls and perform startup. There were no reports of injuries, erroneous results, direct physical contact with the leak or change to patient treatment in connection with this event. The customer was wearing personal protective equipment consisting of eye protection, gloves, and laboratory coat when the leak occurred.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. Upon arrival, fse found the instrument was in use with no issues. The fse reported the customer had realigned a misaligned probe with the rinse block and tightened the screw that secures it in place to resolve the issue. (B)(4).